Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a peritoneal dialysis patient passed away. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested but is not available.